Manufacturer narrative:
One certain® driver tip was returned for inspection. Visual inspection revealed minimum wear about the hex tip of the driver. The o-ring is in good condition and does not require replacement. The product was functionally tested, and the driver was found to mate correctly with a corresponding implant. The complaint is unconfirmed. A device lot number was not provided for the certain titanium hexed screw so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: (B)(4). Subcrestal implant placement protocol ¿ certain® internal & external hex connection tapered implants. ¿final seating of the implant may require the sue of the ratchet extension and the ratchet wrench. Verify that the ratchet extension is engaged/retained within the ratchet wrench (wr150 or h-tirw), in order to prevent accidental swallowing or aspiration of the ratchet extension.¿ a probable cause was not determined for this event.

Manufacturer narrative:
Lot number was not provided/known.

Event description:
The doctor indicated that the certain placement driver tip did not assemble to the implant and when doctor forced the placement driver to assemble with the implant it became stuck. The doctor reports being able to complete the procedure with an additional placement driver.